Manufacturer narrative:
Date of event was approximated to (B)(6) 2016, implant date, as no event date was reported. This event was reported by the patient's legal representation. The implant surgeon is: (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite device was implanted into the patient during a procedure for repair of enterocele and perineal body + cystoscopy performed on (B)(6) 2016 for treatment of prolapse. As reported by the patient's attorney, the patient experienced an unknown injury.

Event description:
It was reported to boston scientific corporation that an uphold lite device was implanted into the patient during a procedure for repair of enterocele and perineal body + cystoscopy performed on (B)(6) 2016 for treatment of prolapse. As reported by the patient's attorney, the patient experienced an unknown injury.

Manufacturer narrative:
Correction: this was previously reported under MFR report 3005099803-2021-06668. Any new event information will be sent under MFR report 3005099803-2021-06668. Date of event: date of event was approximated to august 15, 2016, implant date, as no event date was reported. This event was reported by the patient's legal representation. The implant surgeon is: dr. (B)(6). (B)(6) hospital (B)(6) nedlands wa 6009. Patient code e2401 captures the reportable event of unknown injury. Impact code f12 has been used in the light of the patient sought legal recourse for an unspecified personal injury related to the device. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. The complaint device is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.